Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported that during the implant procedure, the physician attempted to place the lead multiple times. Once the lead was in the desired position, an impedance check of the lead found that one of the lead contacts was invalid. The lead was explanted and replaced. The explanted lead was returned to the MFR for analysis. F/u on the pt found no further issues reported.